Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tubing broke off on two different locations on (B)(6) 2025 and (B)(6) 2025. The infusion set was in use for 2 days. The issue occured with 2 infusion sets. No further information available.